Event description:
General report received of an unspecified number of undocumented incidents of the clave ports remained in the open position; subsequently, blood loss was noted. The locking spin collars of the tubing sets were connected to the pts' peripheral catheters. It was reported during unspecified lengths of time, the clave ports of the tubing sets had been accessed multiple times for delivery of unspecified pain medications and for saline flushes. At unspecified times, the customer contact reported that after unspecified syringes were removed from the clave ports, the silicone sleeves remained in the open position. Unspecified volumes of blood loss were noted. The tubing sets were replaced and the therapies were resumed. There were no reported adverse pt effects and no reported delays of therapy critical for these pts. No medical interventions were required. Though requested, no additional info was provided.

Manufacturer narrative:
The customer indicated the device was discarded. This report represents all the information known by the reporter upon query by hospira personnel. (B)(4).